Event description:
While troubleshooting a leak from the coulter lh 780 hematology analyzer the field service engineer (fse) found the white blood cell (wbc) aperture 1 was blocked. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/27/2015. The fse found the wbc bath aperture 1 was blocked. The fse cleaned the aperture and the wbc assembly, which resolved the issue. The repairs were verified per established procedures. (B)(6).